Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had delivered a shocking sensation. It was determined that the leads had fractured because the patient had been performing "gorilla push-ups" as part of their work out routine. It was noted that the decision was made to surgically abandon the leads due to explant difficulties during the scheduled lead revision. New leads were implanted successfully. No additional adverse patient effects were reported.